Event description:
It was reported that user facility staff member (sw) received a corneal abrasion to her right eye while receiving activefx treatment. Staff member was wearing moist padded paper eye shields. She was treated with an ultrapulse encore on the face and around the eye orbital area by another staff member. Immediately after the treatment staff member felt that her right eye had been burned. Staff member stated an eye specialist diagnosed a burned cornea (right eye) and prescribed a bandage contact lens and eye drops (vigamox) to keep the eye moist. Both the user facility and the lumenis sales rep attending the treatment failed to mandate proper eyewear per the operator's manual.

Manufacturer narrative:
Device confirmed within operating specifications.